Event description:
It was reported that the patient presented to hospital with thoracic pain and shortness of breath. Sonography revealed pleural effusion and a collapsed lung. X-ray revealed perforation. After fluid was drained, the lead was explanted and replaced. The patient was in good condition following the procedure, and sent to rehab for further recovery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.